Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
User received erroneously low sodium results for two patient samples, which gave normal sodium results when repeated. For patient 1, the initial result was 88 mmol/l; repeat result was 53 mmol/l. User said he repeated the patient sample a second time, and the repeat sodium result was "normal". Actual repeat sodium result was not provided. On (B) (6) 2010, patient 2 initially gave an erroneously low sodium result. The sample was repeated which gave a "normal" sodium result. Actual initial and repeat sodium results were not provided. Patients were not adversely affected as the initial results were reported outside of the laboratory. The sodium electrode lot number is # 21501024. The field service representative found defective ise tubing and air bubble at end of sodium electrode. He replaced the ise tubing and the ise tower. To verify analyzer operation, the customer performed calibration and controls which were acceptable.